Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2016-00253. It was reported the patient's leads migrated following the trial procedure which was confirmed by x-rays. As a result, the patient's leads were repositioned on (B)(6) 2015. However, the patient still could not receive effective stimulation due to the patient's anatomy. The patient will continue with the trial.